Manufacturer narrative:
Following a detailed device analysis proximal stent damage was found. Some of the stent struts were bent back distally. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Lesions that are heavily calcified are contraindicated in the taxus liberte directions for use. A review of the sub assembly shop floor paperwork batch identified no complaint related scrap or issues during the manufacture of this batch. The most probable root cause of this defect is due to a design constraint of the product.

Event description:
Event became reportable based on product analysis approved on 11/27/2007. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, a stent delivery system failed to cross the lesion. The lesion was located in the very tortuous left anterior descending (lad) artery. The lesion was 95% stenosed and severely calcified. Intravascular ultrasound (ivus) was used. Significant resistance was encountered during insertion. The taxus liberte 16 x 2.75mm stent delivery system did not cross the lesion. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient's current status is reported as "good." However, product analysis revealed proximal stent damage.